Manufacturer narrative:
G5:510(k)#: k102985. B4:14jul2021. The customers alleged malfunction was confirmed and it was determined that the root cause was a faulty flow sensor.

Event description:
A customer reported to philips that while delivering high flow therapy to a patient, the respironics v60 ventilator stopped working and had no flow. A philips authorized representative evaluated the device. The reported issue was confirmed and traced to a faulty flow sensor. The customer reported that the unit was in use on a patient at the time of the reported device behavior and adverse event. The philips authorized representative replaced the flow sensor. The device passed all performance verification tests and was returned to the customer. This reporter stated that a (B)(6) years old male patient with a date of birth of (B)(6), a weight of (B)(6) kilograms, and an unknown height, was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed high flow therapy via the respironics v60 ventilator with software version 3.0, a flow rate of 40 liters per minute, fraction of inspired oxygen (fio2) at 60%, patient circuit fisher & paykel rt 232, fisher & paykel mr 850 humidifier with a temperature of 31 degrees celsius, inline fep (with or without filter) or dep p100 viral filter, and a fisher & paykel optiflow opt944 high flow nasal cannula; size not reported. While admitted on (B)(6) 2021, the patient was receiving high flow therapy via the v60 device, when the device stopped working in high flow therapy mode and no flow was provided to the patient, the patient experienced an event of low peripheral capillary oxygen saturation (spo2); values not reported, hospital staff initiated a rapid response, the patient was administered manual ventilation with oxygen via a bag valve mask; flow rate not reported, the patient was placed on another ventilator; brand, model, and prescription not reported, therapy was continued, and the event of low spo2 resolved. No device alarms were reported. No relevant laboratory data was reported. Review of the provided diagnostic report from the reported date of event showed the device generated an oxygen not available and a low oxygen supply pressure alarm. This was a malfunction of the flow sensor.